Event description:
On (B)(6) 2013 the ssu representative at (B)(6) reported a brown discoloration of water in the tank of the hcu 40 serial number unknown. The water was changed 2-3 times but the problem persisted. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer however based on similar complaints received an investigation was performed. The investigation determined that the an inadequate/incorrect cleaning process is the cause of the discolored water. (B)(4).